Manufacturer narrative:
Lot # was "r130832" should be "r13d832".

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the spco reading was 0 on a patient who arrived at the ed with signs/symptoms of carbon monoxide poisoning from a faulty furnace. Lab value was drawn and the customer thinks it was greater than 10, but was not sure of the actual number. The staff no longer is using the device per the md's request. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.